Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and small cardiac chambers. A mitraclip ntw was inserted without issues. However, while steering down to the valve, while turning the m knob, imaging revealed that the clip jumped suddenly to the medial direction and revealed that the septal leaflet was torn. It was noted that there were no issues with steering the device. Therefore, the procedure was continued with the same clip. The clip was deployed on the mitral valve, attached to both leaflets, reducing mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation (atrial septal defect) appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.